Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2021-00198. A physician reported that a certas valve was implanted to a patient via l-p shunt with a setting of 5 on (B)(6) 2020 to treat idiopathic normal pressure hydrocephalus (inph). Initially, there was a tendency for ventricular shrinkage, so the initial setting was changed from 5 to 6, and the tendency for ventricular shrinkage improved. However, around (B)(6) the ventricles became larger and tended to expand, so the pressure setting was lowered from 6 to 5 to 4. Obstruction was suspected and confirmed with a contrast medium under fluoroscopy. Confirmation of the contrast medium flowed through the spiral part of the siphon guard, however, the amount of contrast medium confirmed from the tip of the ventral was small. Ventriculomegaly and neurological symptoms did not improve, so shunt obstruction was suspected and the valve was removed and replaced on (B)(6) 2021. The catheter was also removed and replaced. The progress was good.

Manufacturer narrative:
The valve was returned for evaluation: failure analysis: the position of the cam when valve was received was at setting 4. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. Root cause: the root cause is determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due to biological debris and protein build up interfering with the valve mechanism. At the time of investigation no over occlusion issues were noted.

Event description:
N/a.